Manufacturer narrative:
A sample was received for evaluation. Functional testing revealed that the pump alarm sounded off when the cassette was attached to the pump. The root cause for this event was the faulty dso sensor. Dso sensor was replaced, and functional test passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump displayed to reattach the cassette when the cassette was attached. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.